Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, permanent injury, surgical intervention, infection, necrosis, wound dehiscence and disfigurement, however, no details have been provided. No manufacturing issues associated to the reported event were found in the reviewed lot. All process steps were completed per manufacturing procedures, inspection procedures, as documented in workorder. There were no manufacturing abnormalities that may have contributed to this complaint. A review of the IFU finds it to be adequate. Information provided by the patient's attorney is limited and review of the IFU does not assist in the identification of the root cause of the patient's alleged post-op complications. The fmea review identifies multiple potential adverse patient outcomes associated with surgery/use of the device including infection, necrosis, wound dehiscence and disfigurement. The sterility certificate identifies that the lot was processed per specifications. This emdr represents the bard/davol ventralight st w/ echo mesh (device #1). An additional emdr was submitted to represent the bard/davol xenmatrix ab (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent a ventral umbilical hernia repair via laparoscopic robotic surgery on (B)(6) 2017, during which a bard/davol ventralight st mesh with ps echo ps positioning system (lot huax1040, reference number 5955460) was implanted. The mesh measured 15cm long by 10cm wide. The implanting surgeon's operating report indicated that the surgical procedure was performed without incident and with no complications. By (B)(6) 2018, the plaintiff had developed symptoms suggesting that an infection had developed in the surgical area, and underwent surgery on that date. In the operative findings, the surgeon stated the following: "on wound exploration, there was obvious infected mesh. His abdomen was prepped and draped sterilely, and a timeout was taken. I began by inserting a pean clamp at the open draining portion of the wound and opening the skin overlying it. As soon as I opened this and inspected, I could see visible and grossly infected mesh. I knew within the first five minutes of the operation that this mesh would have to be explanted as I had suspected." The infected mesh was removed during this procedure; however, two days later, on (B)(6) 2018 the plaintiff was taken back to surgery because of postoperative fascial dehiscence and evisceration. During this surgical procedure, the surgeon debrided some of the necrotic fascia "that had not held suture very well," in the area where he had performed the mesh explantation surgery two days earlier. The surgeon then used retention sutures, further stating: "I did not feel that putting mesh or bio mesh in an infected field would be prudent." However, a short time after this surgical procedure, the plaintiff had to return to the operating room, where it was discovered that "the fascial sutures had pulled through, necessitating a return trip to the operating room from the recovery room." In his operative report, the surgeon further explained: "the plaintiff dehisced and eviscerated again in the recovery room. The #1 pus sutures at the upper apex and lower apex of the wound were intact. All the sutures at the mid-portion had pulled through. They were intact and unbroken but had pulled his fascia. These were removed as well." To further deal with these postoperative complications, the surgeon utilized xen matrix ab bio mesh. This mesh was soaked with antibiotic solution and trimmed to the appropriate size and folded in half during its implantation. The plaintiff remained hospitalized until (B)(6) 2018. In his discharge summary, the surgeon stated: "I took him to the operating room on (B)(6) 2018 for local wound exploration and at a wound exploration exposed infected mesh was identified. This was not surprising." In his final diagnosis, the surgeon stated: "mesh infection," and further indicated that the necessity for the surgical procedure on (B)(6) 2018, was for the "excision of infected mesh." The plaintiff was sent home with a portable wound vac for an area about 3x4 inches in a jagged rectangle cut out of the plaintiff's abdomen. Around (B)(6) 2018 the plaintiff was informed that he was developing a ventral hernia again because the most recent repair that he had performed was also failing and pulling apart. The surgeon informed the plaintiff that he would need a skin graft and then another laparoscopic hernia repair. The plaintiff consulted another surgeon at another facility, who immediately discontinued the wound vac. The surgeon also performed a successful skin graft on (B)(6) 2018. Unfortunately, the plaintiff was left with and still has a very large ventral hernia that will need further surgical repair. Attorney also alleges the patient sustained physical pain, mental anguish, disfigurement, impairment and disability. It is also alleged that the device was defective.